Event description:
It was reported that the handport of the incubator was opened from inside and the baby kept one leg outside the incubator.

Manufacturer narrative:
The on site investigation came to the result, that the locking mechanism of the handport on this 10 years old device was out of specification. It has to be assumed that no adequate maintenance was done on the incubator handports in the concerned hospital. When using the incubator, the user is required to check the handports for proper closure. This check is prescribed in the instructions for use. If this check fails, the device has to be taken out of service. It was reported, that these checks usually were not done in this hospital. The customer was informed again about the service and use requirements of the incubator handports.